Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead dislodged and fell into the right ventricle (rv). An intervention was completed and the lead was extracted and a longer length lead was utilized. No patient complications have been reported as a result of this event.